Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Final analysis found no anomalies except for the damage found consistent with procedural damage..

Event description:
New information received notes that the patient's capped right ventricular lead was explanted. No further information was received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with over-sensing of noise on the right ventricular (rv) lead. The right ventricular lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.